Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the operation test failed. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that the device works normally however the paddle tray and therapy connector were damaged. Since the device is end of life no repair was preformed. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.